Event description:
It was reported a patient underwent an c-section procedure on (B)(6) 2024 and suture was used. The problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The lot is unavailable.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. If possible, could you please provide the lot number unk. H3 evaluation: the product was returned for evaluation. Two needle-suture piece outside its packaging that pertain to product code were received for analysis. The product code is double-armed. Upon visual inspection, of the one needle-suture piece, the needle hole and swage area were noted with marks probably caused by a surgical instrument. In addition, the suture to be still attached to the barrel holes. Overall, no needle pull-off was observed. Needle pull strength was not possible because the suture was received with a short length. Upon visual inspection of the other needle-suture piece, the swage and attachment area were noted to be as expected. The suture was examined, and the extreme appears to be cut probably caused by a surgical instrument. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.